Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/sep/2018. (B)(4). During servicing, an o2 flow test failed error occurred. Philip's service engineer replaced the gas delivery system to address the finding.

Event description:
It was reported that the customer requested that the ventilator be refurbished. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 24jan2019. The gas delivery system assembly was returned to philips for analysis. The gas delivery system was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.